Event description:
The hcp reported that the pump was explanted four months after implant due to a "pump memory error". The pump was replaced with a similar device. Telemetry cold not be established with the pump when the pt returned for the first pump refill. A "pump memory error" was displayed on interrogation of the pump. The pump contained hydromorphine, bupivicaine and clonidine.

Event description:
The hcp reported that the patient did not report any symptoms at first refill following implant. Two different programmers were used to attempt telemetry with the pump with the same error messagee appearing. No further steps in the refill process were possible to complete on the programmer. The pump was refilled to the full volume of 40 ccs so that the patient would continue to receive drug as "the pump appeared to be operating correctly despite no being able to communicate with it".